Event description:
It was reported that the caregiver (cg) made a mistake and breached aseptic technique during the home patient¿s (hp) automated peritoneal dialysis (apd) therapy. The cg explained that they accidentally removed the pull ring cap from the patient line of the apd set with cassette, but they capped the line off with a flexicap right away before beginning to prime. The cg then stated that they had removed the flexicap and placed a new blue pull ring cap from another cassette on to the patient line in order to prime. The technical service representative (tsr) explained that the patient line was now compromised, but the cg believed that the patient line was ok and they wished to continue the therapy. The tsr was unable to convince the cg to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.